Event description:
The user went to the hospital due to infection at the implant site. Granulation tissue and pus were present at the implant site, middle ear, ear canal and around electrode array due to which it was decided to remove the device. The device was explanted on (B)(6) 2022.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user went to the hospital due to infection at the implant site. Granulation tissue and pus were present at the implant site, middle ear, ear canal and around electrode array due to which it was decided to remove the device. The pus has been continuously present since (B)(6) 2021 and could not be reduced with medication. Reportedly, the user had completely stopped hearing by (B)(6) 2021. The device was explanted on (B)(6) 2022.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an infection at the implant site. In addition, several channels were outside the cochlear at explantation. Granulation and polypoid inflamed tissue was observed at explantation, which were most likely exerting forces that led to device instability and electrode migration over time. Furthermore, in situ measurements show several channels with high impedance due to undetermined reasons. Considering the symptoms_ onset, almost 6 years after implantation, and the proper device sterilization at the time of manufacturing, a device or a procedural contribution to the reported infection can be most likely excluded. Otitis media is very common in childhood, and, although a foreign body reaction against the electrode was suspected by the clinic as being the causative factor, no histology of the granulation tissue has been provided for confirmation. Therefore, it is not possible to determine with certainty the initial cause for the reported problem, which could include either an ear infection or a foreign body reaction. The explanted device has not been received for investigation yet.